Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the patient experienced continuous glucose monitor (cgm) inaccuracies and an adverse event. The sensor was inserted into the arm on (B)(6) 2017. It was reported that the patient was feeling woozy due to a low and was treated with juice by her parents. At the time of contact the patient was doing fine. No additional patient or event information is available. Data was provided for evaluation. A review of the data log confirmed the reported inaccuracies. A root cause could not be determined. The sensor was inserted into the arm. Labeling indicates: do not insert the sensor component of the dexcom g5 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the dexcom g5 mobile system is not approved for other sites. If placed in other areas, the dexcom g5 mobile system may not function properly. The patient did not calibrate after the inaccuracy. Labeling indicates: if the cgm values are outside the 20/20 range, calibrate again.